Manufacturer narrative:
Investigation summary three sealed 31g x 5mm pen needle samples were returned from lot. No. 9029773, cat. No. 320522. Visual examination and a functionality test was carried out on all three samples and no issues were observed. Investigation conclusion visual examination and a functionality test was carried out on all three samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description no issues were observed with the returned samples therefore no root cause can be identified. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de is not working properly. This was discovered during use. The following information was provided by the initial reporter: needles cannot be fixed correctly on the pen.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de is not working properly. This was discovered during use. The following information was provided by the initial reporter: needles cannot be fixed correctly on the pen.